Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited high defibrillation impedance. No intervention was done as this high impedance was suspected to be due to a patient anatomy issue. The device will continue to be monitored. The patient was stable and asymptomatic.